Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook endoscopy huibregtse single lumen needle knife. While performing the papillotomy, the needle section broke and detached from the device near the distal end. The broken section of the needle was protruding from the ampulla. Forceps were used to remove the broken portion of the needle from the pt. Another needle knife was used to complete the procedure. No add'l medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.

Manufacturer narrative:
Eval: we could not confirm the report because the product said to be involved was not returned to cook endoscopy for eval. After a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because none of the product from this lot remained in finished goods inventory. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of report is rare. Conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for eval. A definitive cause of the reported observation could not be determined. Needle knife breakage near the distal end can occur if the device is used with excessive cautery settings or if the needle makes contact with the tip of the endoscope. The instructions for use for this product line caution that the needle knife must fully exit the endoscope and that contact with the endoscope may cause grounding, which could result in damage to the device. This can also occur if the needle knife experiences limited movement of the needle knife during electrocautery application. The instructions state that it is essential to move the needle knife while applying current. Maintaining the needle knife in one position can result in breakage of the needle knife. Prior to distribution all huibregtse triple lumen needle knives undergo a visual and functional inspection to ensure device integrity. A review of the device history record confirmed that this lot met mfg requirements prior to shipment. Corrective action. No corrective action warranted at this time because the reported event could not be verified. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.